Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: on investigation, there was visible moisture on the display. The keypad cover was removed for investigation and did not reveal any damage to the button contacts nor the keypad flex cable. A leak test revealed a leak at the case seal. The pump cover was removed for investigation, revealing moisture corrosion on the printed circuit board. On testing, the ok button was found to be under-responsive and the display was dim due to moisture in the pump. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the ok keypad button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.